Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 92, 92 and 87 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer stated that she received a result of 26 mg/dl fasting on (B)(6) 2016 at 12:00 pm; result not in last five results of meter memory. The customer stated she did not have symptoms of low blood sugar when she received the 26 mg/dl fasting. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer has impaired vision and was not able to read correctly the date/time; date/time not set): (B)(6).